Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had shocking around their ins. Impedances were within normal limits. The rep gave the patient additional programming. The issue resolved at the time of the report.